Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of about 400 mg/dl to 500 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. The customer treated with the insulin pump. Customer also reported that the insulin pump had received alarmed compromised force sensor system. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer troubleshoot was performed. The insulin pump will be returned for analysis.